Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale printing on a bd plastic pack¿ / bd lord's¿ insulin syringe with needle was misaligned before use. There was no report of injury or medical interventions.

Manufacturer narrative:
One (1) 3/10cc, 8mm, 30g syringe was returned in an open poly bag from lot # 5341629. Customer states that the scale is misaligned. The returned syringe was examined and exhibited several scratches on the barrel. A review of the device history record was completed for batch # 5341629 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (scratched barrel). Based on the above, no CAPA is required at this time. Investigation conclusion: probable root cause: scratched print is due to syringe contacting a machine part during conveyance or assembly after printing. Correction/add¿l information: lot # provided: 5341629. Medical device expiration date: 12/31/2020. Device manufacture date: 12/07/2015.